Event description:
A customer contacted baxter?s technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell. The home patient (hp) was still connected. The hp stated no bags became undone. The technical service representative (tsr) explained the alarm and assisted the hp to clear alarm by cycling power to the hc. The hp would finish with manual supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis nurse regarding the reported event. The nurse stated she was not aware of the alarm, but explained the hp was doing well on therapy. The nurse would follow up with the patient. No further information was available. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.